Event description:
It was reported that a one-link catheter extension set is unable to "get bloods off of them." This was noted during infusion. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and a lot number was not provided; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.